Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information in service report, no technical failure has been found and no parts were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. In provided device's logs occurrence of high o2 concentration was revealed. The cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with fluctuating o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received. Therefore, no UDI number and no manufacture date can be provided.